Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to implant an inflatable penile prosthesis (ipp). It was noted the patient had previously been implanted with another ipp and a tactra malleable prosthesis; the reasons for their removal were not provided. No patient complications were reported. Despite efforts, no further information could be obtained.

Event description:
It was reported that the patient underwent a surgical procedure to implant an inflatable penile prosthesis (ipp). It was noted the patient had previously been implanted with another ipp and a tactra malleable prosthesis; the reasons for their removal were not provided. No patient complications were reported. Despite efforts, no further information could be obtained.